Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of event. Customer also stated that the blood glucose level was over 300 mg/dl and treated with insulin then blood glucose went down. Customer declined trouble shooting for low blood glucose. Customer reports that they did receive a sensor updating alert and did not receive a calibration not accepted alert. Customer was unable to run test on transmitter. The insulin pump will not be returned for analysis.